Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was described as a red, bumpy and itchy rash, located on the left side of the abdomen. Reaction occurred one day after sensor insertion. The affected area was treated with hydrocortisone 2% cream, prescribed in (B)(6) 2016 for patient's previous reactions to dexcom. It was reported that the patient also uses over-the-counter flonase and tough pads in conjunction with the dexcom system and this has helped the patient experience less severe reactions. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.